Event description:
Litigation papers allege: on or about (B)(6) 2008, pt was implanted with a pinnacle mom implant on her left side. She later experienced elevated levels of cobalt and chromium, severe pain, discomfort, and inflammation in her left thigh and groin. She also experienced a popping and snapping sensation in her hip joint when walking or moving to and from a sitting position. Pt was revised in (B)(6) 2008.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigations closed at this time. Should the product or additional info to be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges dislocation. Added cup, bone screw and stem due to previously alleged large amounts of toxic cobalt-chromium metal ions, and the cup was removed in the ppf. Added patient's dob, surgeon, revision hospital and lawyer in the associated contact. Updated dor, part and lot numbers of the impacted products.

Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.